Event description:
It was reported that, "patient presented with a 1 inch leg length discrepancy and hip pain."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to hospital policy. Add'l info including x-rays and medical records was requested. If it becomes available, the eval summary will be submitted in a supplemental report.